Event description:
Correction - MDR report number# 3007666314-2025-00455 was filed in error and is a duplicate of 3007666314-2025-00403. The patient underwent a procedure on (B)(6) 2025 that was documented in report# 3007666314-2025-00403.

Event description:
Patient presented to the physician with erosion of the stimulation lead body through the skin at the neck incision site. Physician brought the patient into the or, replaced the stimulation lead, re-sutured, and closed the incision. At the post-procedure follow-up visit, an infection was noted at the neck and chest incision sites. Physician prescribed antibiotics.